Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via family member reported patient's death. The patient family indicated that the death was not related initially and later indicated that the death was a little bit related but that was not the main reason of death. The caller did not know the managing physician's information and did not wish to disclose further information regarding the dead. The patient indicator for use were for gastrointestinal/pelvic floor.